Event description:
It was reported that a user of the ilet bionic pancreas experienced a brief episode of hyperglycemia, with a reported glucose peak of 291 mg/dl and no pause in insulin delivery, followed by a decline toward range; later, the user confirmed the pump was functioning and delivering minimal insulin at a blood glucose of 106 mg/dl, consistent with expected operation. Customer care provided support that included a review of device use and user education on expected insulin delivery behavior at different glucose levels. Investigation of this case revealed normal device function with insulin delivery appropriate to sensed glucose levels and no device malfunction identified. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no injury, no medical intervention beyond routine monitoring, and blood glucose returning to range. It was concluded that the hyperglycemia had an unclear cause, and the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.